Manufacturer narrative:
Additional information: the axiem integrated 4 port was returned to the manufacturer for analysis. Analysis found that all ports are tracking during initial connection. The part was left connected to a test system and the tracking remained consistent on all ports and accompanying tools and instruments. No failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the axiem box needed to be replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system was not recognizing any instruments through the axiem box. Unknown if the axiem box was showing as connected in software (sw). Isolation transformer was recently replaced, and the representative believed the axiem box may not have correct connections. Later it was noted that the axiem box was displaying a number 8 in the ent application and the emitter displayed as disconnected in emitter details. Technical service had the representative disconnect the emitter and move the usb port on the computer. They rebooted the system and the axiem box remained at an 8. Technical service had them open the usb view and the axiem controller was present. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.